Manufacturer narrative:
Continuation of concomitant products: 0185 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. No programming changes were requested from the physician and they sated "we are good." The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.